Event description:
It was reported that during use on a patient, "balloon would not inflate completely". As a result, the iab was removed and a 2nd iab was inserted. Per the customer, there is no further information available.

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The distal end of the teflon sheath was noted at approximately 12.5cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied data-scope driveline was noted connected to the short driveline tubing. The visible portion of the iabc bladder was noted wrapped (or considered twisted), including the distal end of the bladder. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled) , balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0071in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the iabc short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the pressure, the teflon sheath was moved from the iabc bladder membrane and towards the iabc bifurcate without any difficulty. Upon removal of the sheath, iabc bladder noted wrapped (or considered twisted) near the proximal end of the bladder. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood exited with the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood exited with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood clot from the central lumen during the guidewire test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon would not inflate completely" is confirmed. During the investigation , the distal and proximal portion of the iabc bladder was noted twisted and the bladder would fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "balloon would not inflate completely". As a result, the iab was removed and a 2nd iab was inserted. Per the customer, there is no further information available.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.